Manufacturer narrative:
Other text: g3: france. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leaking at the filter was observed on the set. Per reporter the leak occurred on the second day of infusion. No adverse patient effects were reported.

Manufacturer narrative:
Functional testing was not performed, since no device was returned; the reported issue could not be replicated. The reported complaint could not be confirmed. No root cause could be determined as no device was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Complaint. No actions were taken. Email address: (B)(6).